Manufacturer narrative:
(B)(4). The reported field event of a charging anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the charging anomaly could not be determined. (B)(4).

Event description:
It was reported that during device preparation for an implant, a capacitor maintenance was performed and no charge time was reported. The programmer appeared to have frozen and had to be shut down. No alert was displayed during the capacitor maintenance. The physician elected not to implant the device.